Manufacturer narrative:
The device was returned to zoll med corp.; the malfunction was duplicated and attributed to a faulty lcd display. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was not pt involvement in the reported malfunction.